Event description:
It was reported that the pulse generator exhibited a diagnostics anomaly. The device was explanted and replaced on (B)(6) 2013.

Manufacturer narrative:
Final analysis found normal battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.